Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, d9, g6, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: malfunction of the emergency light and an internal harness issue. A root cause could not be identified. However, based on the results of the investigation, it is likely that the malfunction was error e207 (clv emergency light error) which occurred due to a malfunction of the emergency light and the internal harness. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device has an emergency light error 207. This issue occurred during inspection for use. There were no reports of patient involvement.